Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks, which is an off-label insertion site, on (B)(6) 2026 the patient experienced nausea and stomachache. The dexcom app and tandem t: slim x2 insulin pump showed an estimated glucose value, "low" and the blood glucose reading was 455 mg/dl. The patient was treated less than 24 hours at a healthcare facility with insulin (IV). At the time of the report, the patient was doing fine. Data was evaluated for (B)(6) 2026 and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(6) 2026. Diabetes mellitus is a known cause of hyperglycemia.